Event description:
The doctor mentioned that a pt previously implanted with the strata nsc lp died. He does not know if this was device related.

Manufacturer narrative:
(B)(4). The device has not been returned to the MFR. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. As stated by the reporting physician, it is unk if the event is related to the device. All of our valves are 100% tested at the time of MFR.